Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: ios / ios_iphone 14 plus / 2.9.1 / ios 26.1.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with more than 80 units of insulin during the load sequence. There was no reported adverse impact to the customer's blood glucose level. The customer re-loaded the cartridge to resolve the issue.